Event description:
It was reported that the unipolar impedance was 296 ohms and loss of unipolar capture was observed at 7.0 v. Bipolar impedance was 442 ohms and bipolar capture was intermittent at 4.0 v.